Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous coronary artery. A 2.50x12mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion despite multiple attempts and the stent came off the balloon. The stent lodged into the circumflex artery and was unable to be removed. The patient was then sent for coronary artery bypass graft and the obtuse marginal branches of the circumflex artery were surgically grafted. No further patient complications were reported and the patient's status was stable.